Event description:
It was reported that during a sleeve gastrectomy, the cartridge misfired and the staple line did not form. No patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: please explain what is meant by the cartridge misfired? Staple line did not form. Were staples deployed on the target tissue? If staples were deployed, were there any staples missing in the staple line? Yes staple line was missing . If staples were deployed, what was there appearance? Staple did not form and it started oozing heavily . Did the device fully cut the target tissue and not deploy staples? Yes. On which firing did the event occur? First fire ( pylorus ). What color cartridge was being used? Ecr60t- ( black reload ). What other color cartridges were used before and after this event? It was first firing , after that surgeon used ecr60d, and ecr60b 9-no. If buttressing material was utilized, which product was used? No. Was the instrument fired across or near an existing staple line or clip? No. If any unexpected noises were heard, when were they heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Data not available. Was there any difficulty removing the device from the tissue? No. How was the oozing controlled? By suturing the staple line the analysis found that the device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.